Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a constant downstream occlusion alarm (b2015454). There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. A review of the event history log found a high alarm displayed: downstream occlusion. During the functional testing, the customer reported complaint was able to be confirmed through the dso (downstream occlusion) test. Upon further investigation, dso seal delamination was found. The cause of the issue was unknown. The dso seal was replaced and the dso/uso (upstream occlusion) sensor was calibrated. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.